Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have definitively contributed to the event. The patient impact is the lower back wound ulceration formation, and additional surgery to debride/suture and close wound. Per case details, the patient was discharged well healed (¿as of the date of the report¿) without further reports of complications. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after a lumbar fusion internal fixation for lumbar spondylolisthesis with intraoperative muscle closure using ultrabraid sutures, and the patient was discharged clinically healed. However, on september 6, 2023, a wound ulcer formation was noted on the low back, and on september 13, a wound ulcer debridement and suturing was performed and the wound was closed. The patient was discharged well healed as of the date of the report, no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).